Event description:
Reporter states that she is experiencing open wounds on her face that bleed and are sore. She states that there is a clear substance that has the appearance "like slivers of glass" that is coming out of the wounds. She states this substance solid enough that it can be squish between her fingers. She states "my gym that I have been going to for six years, the staff there did not recognize me and thought I was using someone else's identification." Reporter states she has continued nausea and fatigue. After explanting, she states her insurance company denied reimbursement for the procedure and that this is frustrating. Reporter states she is also frustrated that the FDA has not recalled breast implants "despite evidence that they cause cancer." Reporter states that she thought she was depressed but now understands "I was just toxic" from the implants. Ref report: mw5113319 f/u-2.